Event description:
It was reported that, since (B)(6) 2011, the patient had swelling down his leg starting at his thighs. The reporter believed that the pump was the cause of the swelling, but the managing physician and surgeon both indicated that it was not the pump. The patient also had itching around the incisions of where the pump was placed. It was noted that there had not been any drug changes that coincided with this event. It was later reported that the pump system was explanted in (B)(6) 2011 due to a staph infection.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).